Event description:
During revision of left tha (left hip failed total hip arthroplasty secondary to gross component malposition), three screws were explanted, but only the head from the fourth screw was removed. Patient had the left hip x14 years before the device failed.

Event description:
During revision of left tha (left hip failed total hip arthroplasty secondary to gross component malposition), three screws were explanted, but only the head from the fourth screw was removed.